Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a brown shipping envelope and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered and connected to the short driveline tubing. Bends to the iabc central lumen were noted at approximately 17cm and 64cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 5.8cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at 16.9cm and 53.7cm from the iabc distal tip. The guidewire was able to advance through the central lumen. Some blood and debris were noted on the guidewire upon removal. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab blood in helium pathway is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " hours after patient underwent successful pci in rca with two-des implanted, started to hemodynamically deteriorate, with early signs of oliguria, due to the presence of ivs rupture. An emergent medical meeting, including center's cardiac surgeons, was held, opted for immediate mechanical hemodynamic support with iabp insertion. Patient was transferred to the cath lab for iabp insertion. The left femoral access was chosen, a 6fr sheath was placed and left heart hemodynamic evaluation was performed, including lv ventriculography which confirmed the presence of ivs rupture. The 6fr femoral sheath was replaced with the iabp's 8fr sheath with side-arm provided with the arrow's iabp set. Iabp catheter was removed by the box, after meticulous preparation as per device instructions. The catheter was smoothly inserted up to the descending aorta under fluoroscopic guidance. Upon function initiation and first complete inflation of the catheter, gas bubbles appeared in the fluoroscopic image, suggestive for severe helium leak. Patient suffered global brain ischemia and stroke. Due to hemodynamic status of the patient, a second iabp was decided to be placed. Unfortunately, upon inflation initiation, again gas bubbles appeared in fluoroscopic image, indicative for helium leakage. Iabp catheter removed immediately and patient transferred in the ICU". Additional information states "both iabps removed immediately and patient underwent direct CT scan to evaluate the magnitude of the stroke. CT revealed no significant findings and patient transferred to the ICU, where neurological status of the patient started to improve". The customer also reported that the second iab inserted was inserted into a different insertion site. The patient's current condition is reported as "deceased". The cause of death was reported as "vsd rupture, due to large inferior mi, hemorrhagic". Please see associated MDR#: 3010532612-2024-00839.

Event description:
It was reported " hours after patient underwent successful pci in rca with two-des implanted, started to hemodynamically deteriorate, with early signs of oliguria, due to the presence of ivs rupture. An emergent medical meeting, including center's cardiac surgeons, was held, opted for immediate mechanical hemodynamic support with iabp insertion. Patient was transferred to the cath lab for iabp insertion. The left femoral access was chosen, a 6fr sheath was placed and left heart hemodynamic evaluation was performed, including lv ventriculography which confirmed the presence of ivs rupture. The 6fr femoral sheath was replaced with the iabp's 8fr sheath with side-arm provided with the arrow's iabp set. Iabp catheter was removed by the box, after meticulous preparation as per device instructions. The catheter was smoothly inserted up to the descending aorta under fluoroscopic guidance. Upon function initiation and first complete inflation of the catheter, gas bubbles appeared in the fluoroscopic image, suggestive for severe helium leak. Patient suffered global brain ischemia and stroke. Due to hemodynamic status of the patient, a second iabp was decided to be placed. Unfortunately, upon inflation initiation, again gas bubbles appeared in fluoroscopic image, indicative for helium leakage. Iabp catheter removed immediately and patient transferred in the ICU". Additional information states "both iabps removed immediately and patient underwent direct CT scan to evaluate the magnitude of the stroke. CT revealed no significant findings and patient transferred to the ICU, where neurological status of the patient started to improve". The customer also reported that the second iab inserted was inserted into a different insertion site. The patient's current condition is reported as "deceased". The cause of death was reported as "vsd rupture, due to large inferior mi, hemorrhagic". Please see associated MDR#: 3010532612-2024-00839

Manufacturer narrative:
(B)(4)